Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particulate matter (pm) was observed inside the fluid path of 2 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was discovered at the dispensing room prior to patient treatment. When the issue was found, the user replaced the product, and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.